Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination in the polyurethane (pu) was observed on both ends. The delamination on the cavity ID end was noted to be extending from approximately 355° to 10°, with the ports at 0°, and 315° to 40°on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. The reported issue was confirmed. The probable causes for a delamination include how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was also one nonconformance. One line experienced an issue with pre-potting heads on the potting carousel which resulted in a higher delamination percentage. The pre-potting heads had bad shaft seals that caused potting pressure and temperature to be out of acceptable range. Production was paused and shaft seals were replaced to resolve the reported issue. Rework was also performed to identifiy any discrepant product, which was discarded if found. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. A user facility registered nurse (rn) confirmed the reported event during follow-up and provided additional information. The blood leak was noted as being an internal blood leak. The leak was visually observed within the hansen connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. A user facility registered nurse (rn) confirmed the reported event during follow-up and provided additional information. The blood leak was noted as being an internal blood leak. The leak was visually observed within the hansen connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.